Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 31-jul-2017, UDI#: (B)(4). Product ID: 977a160, serial/lot #: (B)(4), ubd: 31-jul-2017, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins had not worked for 3 years because a lead was broken. No symptoms were reported. The hcp inquired if the patient could be present in the MRI room when the patient's daughter was having an MRI. MRI compatibility guidelines were reviewed with the hcp. No further complications were reported or anticipated.